Event description:
The user reported that the pump was "restarting on its own." There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but no conclusions have not been drawn.